Event description:
It was reported that during a hand assisted sigmoid resection procedure, the surgeon removed his hand from the device and it tore and shredded. No piece fell into the pt. They used a new like device to complete the procedure. There was no pt consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.